Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that the surgeon did not follow proper protocol for merge.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A manufacturer representative reported that, while planning for a procedure, the coordinates for the procedure did not automatically update when a merge was performed. A new plan was generated to resolve the reported issue. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that the site's workflow through the procedure resulting in the merge not being accurate as the image not used as the reference series would have resulted in less manual adjustment of the merge. Correction: product, unique device identification (UDI), device manufacture date and associated fields updated to proper value.